Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported screen freezing during threshold testing. Analysis noted that the power cord bay was broken, the stylus was missing, the keyboard slide cover was missing, both keyboard hinges were broken, the programmer was unable to interrogate wirelessly, the programmer also failed an incoming functional test. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was freezing while doing threshold tests. The programmer was returned for service. No patient complications have been reported as a result of this event.